Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported field event of dislodgement, failure to capture, and failure to sense were confirmed. Visual inspection noted no anomaly on the outer helix and inner helix was compressed out of specification. The compressed inner helix may have contributed to the reported dislodgement, capture, and sensing anomaly noted in the field. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. The device was unable to establish telemetry and no output was noted upon receipt. Field information indicated the device was deactivated in the field, which permanently disabled the device, and no further analysis could be performed.

Manufacturer narrative:
The reported event of dislodgement was not confirmed while the reported event of failure to capture and failure to sense were confirmed. The device was unable to establish telemetry and no output was noted upon receipt. Field information indicated the device was deactivated in the field, which permanently disabled the device, and no further analysis could be performed. Visual inspection found the helix length is within specification per manufacturing tolerances.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) was not capturing and failed to sense activity. X-ray confirmed the lp had dislodged into the pulmonary artery. The lp was explanted. The patient was in stable condition.